Event description:
During a percutaneous coronary intervention (pci) procedure, the physician had difficulty crossing the lesion in the left anterior descending (lad) with a 3.0x33 elunir stent. While attempting to retract the whole system, the stent stripped off the delivery system in the proximal lad and was brought back through the guide via the radial artery. It would (not) come out of the radial artery and therefore the physician accessed the femoral artery and snared the stent into the femoral. Two additional elunir stents were implanted in the same procedure prior to the reported event. The patient passed away after the procedure on the floor. The device will be returned. The devices were not used in an acute myocardial infarction (mi) setting. The lesion was not in stent-restenosis. More than 2 stents were deployed. A non-cordis guide extension catheter was used. The procedure was a high risk pci and for a high risk patient who was conscious while entering the procedure as well as afterwards. Pursuant to the FDA code of federal regulations, cordis is an importer of elunir, a distributed product made by medinol. Therefore, cordis is required to report all complaints of deaths and serious injuries to the FDA associated with this product. This report represents notification of one of the two unknown elunir stents that were also implanted in the patient. The catalog and lot numbers are not currently known as well as the stent size. A previous importer MDR submitted by cordis related to the 3.0x33 elunir stent was under report number 1016427-2018-01756.